Event description:
It was reported that during a posterior interbody fusion surgical procedure, the bur broke. It was also reported that there was no delay or adverse consequences as a result of this event. It was further reported another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval; however, the repair unit in (B)(4) assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11153.